Event description:
The customer ran a control test on the contour usb meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.product information was not provided.

Manufacturer narrative:
The customer did not provide phone# or address. Product informatin was not provided, so manufacture date could not be determined.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.